Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from discomfort, pain, stiffness, loss of motion, and upon information and belief, osteolysis, loosening and/or dislocation of the hip, all of which results in difficult and painful mobility and ambulation, and he has or is at risk for metal toxicity. Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2007. Because the patient has not been revised only the liner and head part/lot information will be added as the last product is an unknown hip and it is unknown what is specifically the issue of the complaint therefore it is unknown what other products need to be inputted. Update: (B)(6) 2016 der received. Patient was revised for pain and implants removed to treat infection. Added part and lot for unknown product and cup. Complaint updated (B)(6) 2016. Update (B)(6) 2017 pfs and medical records received. Pfs alleges hip popping at times. After review of the medical records for MDR reportability, it was reported on the operative notes that the patient had bilateral trochanteric bursitis, infection, elevated ions levels, and metallosis. At this time, its unknown if depuy products are involved in the right hip as they noted bilateral. No laboratory values provided. The hole eliminator is now being reported as it was removed for infection. Spacers were placed on (B)(6) 2016 and she was reimplanted on (B)(6) 2016. There was no mention of osteolysis dislocation or loosening as previously alleged.this complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.